Manufacturer narrative:
An investigation was performed in response to customer complaints reporting an increase in the frequency of esbl phenotype detection by the advanced expert system (aes) following the update to vitek 2 systems (v2s) software version 8.01. Testing by alternate methods has not confirmed the presence of esbl in impacted strains. Conclusion: in the aes version 8.01 of the vitek2 software, the mic ranges for e. Coli and piperacillin/tazobactam were changed for the 'acquired penicillinase' and 'inhibitor resistant penicillinase' phenotypes. These changes consisted in removing mics >=128 mg/l as possible mics for both phenotypes. The consequence is that this change has revealed a preexisting issue in the aes definition of the cefuroxime mic range for e. Coli and esbls (cefuroxime mics <=8 mg/l should prevent the esbl proposal). This, in addition to the specific antibiotic configuration of the ast-n351 card and absence of the esbl test, is the root cause of the reported increase in esbl phenotype proposal for the ast-n351 card. This issue will be corrected in vitek 2 systems software version 9.02. It should be noted that there are no published performance claims for phenotype detection by aes. A field safety corrective action (fsca 4191-1) was issued 13-dec-2018 to the (B)(6) to addresses this issue in the field. The associated urgent product correction notice informs customers of the esbl phenotype proposal and describes criteria limitations to be applied via a vitek® 2 bioart rule. PMA/510(k) number corrected to n50510: s103.

Event description:
A customer from the (B)(6) notified biomérieux of false positive detection of esbl phenotype when testing escherichia coli with the vitek® 2 ast-n351 test kit (ref 421257, lot 7910638103). Isolate (B)(6). Esbl phenotype was proposed. Manual esbl discs were negative. The customer reported that no wrong result was reported to a physician, and that no patient was harmed or treated incorrectly. The customer reported a delay of one day (24 hours) in reporting results. An internal biomérieux investigation will be initiated.